Event description:
It was reported that during a prophylactic lead replacement, the non-functioning atrial lead was explanted and replaced. Follow-up conducted revealed that the atrial lead had chronic high thresholds and unable to capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d284drg ICD, implanted: (B)(6) 2011. (B)(4).